Manufacturer narrative:
A patient¿s ipg reaching normal end of life was reported to abbott. The implant was not returned for evaluation; however, programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life. Corrected data: the following information was inadvertently excluded on the previous follow-up report. The manufacturer representative was able to connect to the ipg at the ipg of explant. Hence, this event is no longer reportable. Based on the investigation conclusions and corrected data, this event does not meet the reportability.

Event description:
Additional information received indicates that manufacture representative was able to connect to the ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the end of life message for their ipg and lost therapy. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post operatively.